Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed unexpected restart after battery changed. Customer's blood glucose was 186 mg/dl. Customer stated this was second time she received the alarm. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. Customer also mentioned she experienced no reservoir alarm but declined to do troubleshooting. No further information provided.

Manufacturer narrative:
The insulin pump passed the self test with no error alarm. No reservoir alarm anomaly was noted. The insulin pump had minor scratches on the display window and a cracked case near the display window corners.